Event description:
It was reported that the patient received inappropriate shocks due to the positioning of the rv lead next to the tricuspid valve. The lead was repositioned successfully on (B)(6) 2010.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.